Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." Other - evaluation of the returned component found evidence of scratching on the articular surface possible caused by third body abrasive debris trapped in the clearance between the head and the cup. The outer rim appeared to show evidence of deformation in close proximity to two of the removal slots. It could not be determined how much of the deformation might have occurred during removal. Possible causes of the reported lack of bony ingrowth could not be determined. Although it appears that some type of third body particle was present, the source and identity of this agent could not be established. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6), 2011 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and attached user facility report are for the same patient, part number and event. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2011, due to signs of metallosis and lack of bone ingrowth. The acetabular cup, modular head, and taper adapter were all removed.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2007. Subsequently, the patient was revised on (B)(6), 2011, due to signs of metalosis and lack of bone ingrowth. The acetabular cup, modular head, and taper adapter were all removed.